Event description:
It was reported the catheter functioned well during labor and delivery. During the removal process by an rn, difficulty was encountered. The rn notified the anesthesia department about the complication. The physician had difficulty removing the catheter and the catheter then broke and the internal wire unraveled. The physician had the surgeon on call perform a subcutaneous inspection and the catheter was too deep. A spinal surgeon then removed the remaining portion of the catheter that remained inside the patient via a laminectomy. There is no add'l harm to the patient noted.

Manufacturer narrative:
(B)(4).